Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was 499 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. Customer indicated that the pump was worn in an airport scanner. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed.